Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) due to an extended charge time. The device battery was exhibiting an extended charge time of greater than 14.8 seconds and monitoring voltages of 2.55. The device is scheduled to be replaced in the near future. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.